Event description:
It was reported that during a pta procedure via the av graft in the arm, the balloon would not hold pressure. As they were pulling the device back into the sheath, it was noted that the outer coating appeared to be cut. It was reported that the blue section was coming apart, but was not detached. As a precaution, the doctor used a clamp on the distal end and pulled the device out, with the sheath. A 7f short dialysis sheath, a j wire, and an inflation device were all used for the procedure. No reported injury to the pt. The procedure was completed with another pta balloon without difficulty.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, the bifurcate of the catheter appeared intact. The shaft of the catheter had 2 kinks, which were located at approximately 22.3 cm and 66.0 cm from the distal tip. There was also a flattened spot on the shaft of the catheter at approximately 35.3 cm from the distal tip. The outer shaft was completely separated just proximal of the proximal glue bond. The polyimide (inner shaft) was severely kinked and flattened at this same location. The balloon was mostly deflated and appeared intact. The balloon surface appeared undamaged. The 2 mated halves of the separated shaft appeared jagged. Unsure of the root cause of this failure mode. Due to the condition of the sample, further evaluation could not be performed. The result of the investigation was confirmed for a shaft separation, root cause unk. It is unk if pt and/or procedural issues contributed to this event. This is the only complaint reported to date for this manufacturing lot number.